Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection of the device, it was noted that the scope socket locking mechanism is broken. The switch needed to be upgraded as it tended to stick intermittently. The lamp life was 500 hours plus and out of specification. The device needed a cleaning to address the soaking issue reported by the user.

Event description:
As reported for this event, during set up for a diagnostic procedure, the device was soaked and sent in for repair. At which time, the issue of broken scope socket connector was observed. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. There is no repair history for the device. Root cause for the issue cannot be conclusively determined. Probable cause is as follows: (1): socket damage was caused by deterioration due to long-term use because more than five years have passed since the manufacture of the product, or that the event occurred because excessive force was applied to the output socket during connecting the endoscope, for example, the distal end of the light guide cable of the endoscope was bumped against the output socket or the endoscope connector was connected obliquely. (2): user continued to use, either inadvertently or by design, the lamp longer than the estimated exchange period recommended in the instruction manual. (3): wear of the power switch was caused by deterioration due to long-term use because more than five years have passed since the manufacture of the product, or that wear of the power switch occurred because excessive loads outside recommended use conditions were applied instantaneously, for example, this product was bumped against a hard object accidentally.